Event description:
It has been reported to philips that the allura geometry pc would not power on. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed that there was no video and ippc (image processing pc) was off. The fse also found that the f14 fuse keeps blowing. The fse diagonalized the system and confirmed that the system had bad power supply and all the power issues were due to the geometry pc. The fse replaced the geometry pc to resolve the issue. After the replacement, the system was returned to use in good working order.